Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There has been one other events for the lot referenced. Not returned.

Event description:
The cement set quickly. Instead of using it for patients, new cement was used. The temperature of the operating room was high. It was taken out of the refrigerator early.

Event description:
The cement set quickly. Instead of using it for patients, new cement was used. The temperature of the operating room was high. It was taken out of the refrigerator early.

Manufacturer narrative:
Reported as serious injury in error. Correcting h1 to malfunction. An event regarding setting time involving simplex cement mix was reported. The event was not confirmed. Method & results -product evaluation and results: visual inspection was performed on three of the retain samples of the reported lot while mixing the cement product. No unusual characteristics were observed during the mixing. It was also stated that the cement was seen to have a homogeneous appearance. Functional testing was performed on three of the retain samples of the reported lot to verify the doughing time, working time and setting time of the product. The attached laboratory report show that the samples met the required specification for the test. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there has been one other similar event for the lot referenced. Conclusions: it was reported that the cement set too quickly, while the exact setting time recorded and how the setting time recorded were not reported. Functional testing was performed on three of the retain samples of the reported lot to verify the doughing time, working time and setting time of the product. The attached laboratory report show that the samples met the required specification for the test. Thus, the reported event is not confirmed. The event description indicated that "the temperature of the operating room was high. It was taken out of the refrigerator early". IFU review revealed that the doughing time at 23 centigrade is about 3 minutes and the setting time at 23 centigrade is about 9 minutes. The doughing time, working time and setting time become shorter, if the room temperature, the temperature of the bone cement components or the mixing container is high. The cause of this event could be related to temperature. The exact cause of the event could not be determined because insufficient information was provided. Further information such as the exact setting time recorded and how the setting time recorded are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.